Event description:
As reported by our edwards lifesciences affiliate in israel, during a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 ultra resilia valve, post valve implantation, while removing the 14fr esheath+ from the right femoral access, the guide wire was advanced over the stiff wire. At this point, a femoral bleed occurred around the esheath+ which was accompanied by a sudden drop in systolic blood pressure and the onset of hemorrhagic shock. The angiography revealed that the guide wire was outside of the esheath+. Local compression was applied, along with blood transfusion and administration of inotropes. Simultaneously, a stiff wire and 8fr non-edwards sheath were inserted into the patient via the left femoral artery, and a non-edwards stent was deployed. A follow-up injection showed no femoral leakage, nor any leakage from the iliac artery up to the aorta. The patient's hemodynamic status subsequently improved. Imagery was provided for evaluation. A review of the imagery revealed the esheath+ liner was torn.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information from the investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (additional narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. Per review of the imagery provided, the esheath+ liner appears fully expanded. The introducer was noted to be protruding through the liner tear near the strain relief. There was no apparent calcification or tortuosity present at the access vessels. The vessel diameters were greater than 5.5 mm. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting difficulty during sheath insertion/advancement into patient with associated sheath damage have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to calcification, tortuosity, steep insertion angle, undersized vessels, and/or constrained access. In addition, sheath damage can be a result of increased push force, and any device manipulation used to overcome the difficulty. The complaint about the difficulty introducing the esheath+ into the patient has been confirmed based on the information available to date. Any updates or additional findings will be submitted in accordance with FDA reporting requirements. In this case, there was no evidence or indication that an edwards device deficiency/device malfunction may have contributed to the event. Per review of the imagery provided, the patient's access vessels were adequate to introduce and advance the devices. Although a definitive root cause was unable to be determined, it is possible that procedural factors (steep insertion angle) may have been present during the specific reported event. A steep insertion angle can induce stress to the sheath shaft causing it to bend or kink and require a higher push force to navigate. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the sapien 3 ultra resilia valve have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. In this case, the difficulty advancing the delivery system with valve through the esheath+ was confirmed based on the imagery provided. Per review of the imagery provided, the patient's access vessels were adequate to introduce and advance the device. Although a definitive root cause was unable to be determined, it is possible that procedural factors (steep insertion angle) may have been present during the procedure. A steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance. Regarding the esheath+ liner tear that resulted in a vascular dissection that required an intervention to treat, this event was also confirmed based on the imagery provided. The available information suggests procedural factors (device manipulation) likely contributed to the event as the imagery provided revealed a torn liner section and the reported information indicated that "there was resistance felt during insertion of the delivery system". During the procedure, the sheath may sustain damage from additional device manipulation (e.g. High push force) or in combination with challenging anatomical factors. Damage due to suboptimal advancement angles may result from steep insertion angles, known to promote device non-coaxially. High push forces coupled with non-coaxial advancement trajectories can lead to sheath liner damage due to direct interaction with crimped valve (e.g. Catching of bent strut). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
A supplemental report is being submitted for correction. The following section of this report has been corrected and updated: h6 (device codes).

Manufacturer narrative:
A supplemental report is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: h6 (health effect - impact code, health effect - clinical code) and h11 (additional narrative/data). Additional information was received indicating resistance was encountered during insertion of the 14fr esheath+ and subsequently during advancement of the delivery system and valve through the 14fr esheath+. The femoral bleed was attributed to a dissection in the femoral artery. The investigation is still ongoing.